Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular (rv) pace impedance steady at approximately 500 ohms through (B)(6) 2015, then begins to vary and rises out of range (greater than 3000 ohms) starting (B)(6) 2015. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management trend shows threshold steady at approximately 0.625v through (B)(6) 2015, then begins to rise and is greater than 2.5v by week of (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular lead had high threshold, high impedance and a possible fracture. The physician was notified and the lead remains in use. No patient complications have been reported as a result of this event.